Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that "irinotecan" leaked from the bd phaseal¿ connector luer lock c35j during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from (B)(6) to english: "when giving irinotecan to the patient, the injector of 515573-zat didn't connect with a spike set properly. Also the drug leaked from the connection."

Event description:
It was reported that "irinotecan" leaked from the bd phaseal¿ connector luer lock c35j during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from japanese to english: "when giving irinotecan to the patient, the injector of 515573-zat didn't connect with a spike set properly. Also the drug leaked from the connection."

Manufacturer narrative:
H.6. Investigation summary: one sample was provided and evaluated by our quality team for investigation. Upon visual inspection, the grips on the injector were observed to be broken. Functional testing was performed and the injector could connected and disconnected from the connector without issue, no leakage was observed. Product is visually and functionally tested during manufacturing to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review could not be performed. It is important to hold onto the white components of the injector when engaging/disengaging; do not grip the blue safety sleeve. If the grips of the safety sleeve become dislocated, the injector is activated causing needle exposure. To avoid damage to the safety sleeve grips, the injector must be removed by pulling it straight back and it cannot be forcefully engaged. It was determined this issue likely occurred as a result of improper activation. The instructions for use must be carefully followed when using the phaseal devices in order to avoid any damage to the product that may result in the device not functioning as intended. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends. H3 other text : see section h.10.